Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 250 units. The customer declined to provide the amount of insulin that had been delivered since the cartridge had been loaded. There was no impact to the customer's blood glucose level. At the time of the call, insulin gauge displayed 195 units. The customer declined further troubleshooting and will continue to monitor the pump performance.